Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time period, when the product was delivered to the customer. We have not been able to conduct a more "comprehensible" investigation regarding the removal of the rotating hinged total knee prosthesis due to the fact that we received no patient data and no x-ray images of the reclaimed prosthesis. According to the quality documentation review and due to the fact that there was no cement bone implant interface we exclude a product failure. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
''Implant date was (B)(6); removed (B)(6). Implants in for 10 month. Patient had knee pain. Removed due to no cement bone implant interface. Possible infection femoral side lines". Incident description from distributor.